Event description:
Healthcare professional reported unknown side "lymphoma," "small amount of fluid retention around the implant," "abnormality in the blood cells," and "small amount of serous fluid." Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
(B)(6). The reported events of seroma-late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "suspected with an implant-related lymphoma" and "a small amount of fluid retention around the implant".

Event description:
Healthcare professional reported "implant-related lymphoma was judged to be negative based on the pathological examination results of the capsule". Also reported "hemophagocytic syndrome was observed, so we are currently following up as a suspected human adjuvant disease" which is deemed as not device related.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathological examination results of the capsule, allergan medical safety has determined that there is no malignancy.